Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, proximal left anterior descending artery. After predilatation was performed a 3.0x15 mm xience prime stent was deployed in the lesion. During deployment plaque prolapse and a dissection was observed at the distal edge of the stent implant. A 3.0x12 mm xience prime stent was used for treatment and timi iii was maintained. The patient is reported to be doing well. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.